Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via inductive means. No intervention was reported. There were no patient consequences.